Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding external devices and their implanted neurostimulator (ins) reporting that either the controller or the recharger were not working anymore. Patient stated that they had to wiggle the recharging cord in order to get the ins to recharge. Patient mentioned there were some days that they couldn't get it to work at all and that the implant battery only went up to 40% or 60% before shutting off and say that the equipment was malfunctioning. They spoke with someone believed to be a manufacturer representative (rep), and was advised to call patient service to replace their components. Patient didn't have their equipment with them. Agent advised to call back once they have their equipment. Patient was frustrated and demanding through out the call and just wanted to replace the equipment. Patient disconnected the call before additional information could be collected. No symptoms reported. Additional information was received from the patient. The reason for call was patient reported they were having all kinds of issues with the controller itself. Patient said they had tried to reach out to their team through the message board and calling the rep, but they could not get anyone to respond to them. Patient mentioned they got ahold of someone like 2 months ago when they first started having issues and they never heard back from them. Patient stated they were told their 'team' had changed, but they did not know who their reps were or how to contact them. Patient referred to them as 'care team' and it was uncertain if patient was referring to reps or healthcare providers team, as patient stated their healthcare providers team quit during the shut down. Patient stated about two months ago, the recharger quit so they were sent a temporary used recharger, but now the controller is having issues as well. Patient stated it took hours to charge now and it kept going from charging to no charge. Patient had to wiggle the recharger around to get it to charge. Patient stated the controller would go unresponsive and then would display battery low replace controller batteries soon. Agent reviewed meaning of message. Patient did not have equipmentwith for troubleshooting. Agent reviewed for patient to call back with equipment present. Manufacturer representative (rep) called in but patient (pt) was in conferenced. Pt mentioned that the device was not working. Pt then clarified that they're having problems charging the implantable neurostimulator (ins). Before charging only took them 15-20 minutes to charge but now charging was taking 3 hours. Pt added sometimes while charging the implant the screen went blank and that they would reset the controller to charge again; sometimes while charging, the screen will not show recharging quality. Caller mentioned that pt had called in prior regarding the issue and did the troubleshooting but was not given the option for replacement. Agent provided information and reviewed previous notes. When asked the pt if they have the recharging paddle to begin with, pt mentioned they're at work. Agent advised the pt to callback once they have the device with them. Agent provided operating business hours. Pt will do so. Pt called back in and reported they did not have their external equipment with them just a picture of the controller serial number. Agent reviewed information and placed the caller on hold. The patient disconnected the call. Patient called back with equipment present and repeated previously documented information. Patient clarified it is taking them 3 hours to charge the implant from 30 or 40% to 80%. Patient commented they haven't charged the implant fully in 2 weeks because they run out of time and have to go work. Patient added that the charge quality will disappear. Patient confirmed no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient reset the controller and cleaned the components. Patient was driving, so could not connect recharger, but then mentioned that the recharger gets super hot while charging the implant. Agent sent request to repair for replacement recharger.